Manufacturer narrative:
Model number/catalog number: sc-2352-50, serial number: (B)(4), batch/lot number: 17139925/17139925, model/catalog description: linear 3-4 lead 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing rib stimulation due to migration of the leads. The patient underwent a revision procedure wherein leads were replaced. The patient was doing well postoperatively.